Manufacturer narrative:
(B)(4). This is one of two device reports related to this event. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged that the patient experienced two non-cardiac events two days apart. Then six days later the patient experienced a cardiopulmonary arrest and expired the same day, which is alleged to have been caused by the patient's exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2015-06830 and 1225714-2015-06831. Additional info has been requested from the plaintiff's attorney in order to clarify the details of the event. This information will be submitted upon receipt accordingly.